Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted as a palliative measure in a malignant esophageal stricture on (B)(6), 2011. According to the complainant, the patient's stricture was located 31cm from the incisors, the anatomy was not tortuous, nor dilated prior to the procedure. On (B)(6), 2011, the patient presented with pain symptoms as a result of an infected abscess, which according to the physician, was unrelated to the stent. An esophagogastroduodenoscopy procedure was performed, where it was discovered that the stent covering had developed holes, and tissue had grown through. The stent was then removed without issue, and another wallflex esophageal fully covered stent was implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A stent only was returned for analysis. A visual examination of the stent found multiple holes in the silicone coating at various locations along the stent. Two longitudinal tears were present in the distal stent cover (between the distal loops). Two pinholes larger than 1.0 mm in diameter were located in the silicone coating; however, the other pinholes along the length of the stent were smaller than 1.0 mm in diameter. In summary, there were no more than 2 pinholes larger than 1.0 mm in diameter which passes the in process inspection. The silicone coating was slightly discolored; however, no tissue ingrowth was noted. No other issues were noted with the profile of the stent. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no deviation was found. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted as a palliative measure in a malignant esophageal stricture on (B)(6), 2011. According to the complainant, the patient's stricture was located 31cm from the incisors, the anatomy was not tortuous, nor dilated prior to the procedure. On (B)(6), 2011, the patient presented with pain symptoms as a result of an infected abscess, which according to the physician, was unrelated to the stent. An esophagogastroduodenoscopy procedure was performed, where it was discovered that the stent covering had developed holes, and tissue had grown through. The stent was then removed without issue, and another wallflex esophageal fully covered stent was implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.